Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead perforated the ra appendage which resulted in a hemopericardium requiring a pericardial drain. One day after the revision procedure, the lead exhibited varying/high impedances, intermittently elevated pacing thresholds, and a pacing problem. It was determined that there was a setscrew problem with the implantable pulse generator (ipg) device causing the lead issues. A second revision was performed. The device was explanted and replaced. The lead remains in use. No further patient complications have been reported as a result of this event.